Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. Review of the black box data and download history revealed the pump was last used (B)(4) 2015. The complaint of inaccurate delivery on (B)(4) 2015 was not confirmed in the download because the pump was not in use at that time. The black box data and history showed no errors, alarms or warnings that would cause interruption in insulin delivery. The total daily dose amounts and basal history correctly reflected the user¿s programmed basal settings. The pump was exercised for 24 hours without delivery defects; investigation did not duplicate the complaint of inaccurate delivery and no malfunctions were detected.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. No further information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.